Manufacturer narrative:
The device history record was reviewed and showed that this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. Without the return of the product, no definitive conclusion can be made regarding the clinical observation of high gradients. The valve was implanted for approximately three years. It was reported that the physician did not feel that the elevated gradients were due to a valve issue, and that upon explant, no visual anomalies were observed regarding the valve leaflets. Should the product be returned, a follow-up report will be submitted.

Event description:
Medtronic received information that this 25 millimeter (mm) bioprosthetic valve was explanted and replaced after observations of high gradients. It was reported that peak gradients of 60 mm/hg were measured, with mean gradient measurements of 26 mm/hg prior to explant and a historical mean of 31 mm/hg approximately 15 months prior to explant. It was reported that the physician did not feel that the elevated gradients were due to a valve issue, and that upon explant, no visual anomalies were observed regarding the valve leaflets. A 22 mm medtronic mechanical heart valve was implanted, with an intraoperative mean gradient measurement of 11 mm/hg observed.

Manufacturer narrative:
Device return and additional information have been requested. Without the return of the product, no definitive conclusion can be made regarding the clinical observation. Should the product be returned or if additional information is received, a follow-up report will be submitted. (B)(4).

Manufacturer narrative:
Upon receipt at medtronic¿s quality laboratory, the was rotated in the stent, with the right cusp of the valve to the non-coronary cusp position. (Per manufacturing procedures, depending on the structure of the porcine tissue, a valve may be rotated to accommodate the appropriate fit to the stent.) The valve was slightly distorted. All leaflets were slightly stiff but flexible, except where host tissue extended on the inflow. All leaflets were intact. All commissures were intact. Pannus covered the tissue and base stitching adjacent to all cusps, along the inflow margin of attachment, into all inferior coaptive areas, and one to six millimeters onto all cusps, reducing the inflow orifice area. Remnants of pannus remained attached along the sewing ring on the outflow. An unknown amount of pannus appeared to have been removed on the inflow and outflow during explant. A cluster of tan thrombotic-appearing host tissue was noted on the lunula of the left cusp along the outflow aspect of the coaptive ridge. Radiography showed no evidence of mineralization in the valve and/or host tissue. Based on the analysis of the returned valve, the high gradients were most likely caused by pannus overgrowth. This finding is generally considered a patient-related condition.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.